Event description:
When device tip contacted patient the EKG screen on the anesthesia unit went blank. Machine came back on when plasmablade deactivated.

Manufacturer narrative:
(B)(4). Method: product scheduled for return but not received by manufacturer for inspection. (B)(4).

Manufacturer narrative:
Product event #(B)(4). Evaluation process: unit received in nonstandard shipping container. Unit in poor condition and internal visual inspection found front long dc pcba standoff broken (cause likely due to non-standard shipping container). Unit delivered rf energy correctly into fixed resistors. Error log: 152 e1 (both handpiece buttons pushed simultaneously), 41 e3 (patient return electrode has poor connection), 6 e5 (monopolar handpiece has reached end of life), 15 e7 (monopolar handpiece is not recognized as peak or has failed testing), 10 e9 (monopolar output activated without patient return electrode connected), 92 e11 (patient return electrode has been disconnected), 5 f2 (self-test fault), 1 f5 (rf module monitor has detected a rf module failure at boot), 6 f6 (rf module communication with the controller processor has failed), 1 f8 (power supply voltage is low). All e error codes are normal use error and all f error codes, by design, will terminate energy delivery until the unit is rebooted and the fault has cleared. Root cause: the unit was returned because it was interfering with the anesthesia machine. The pulsar is an electrosurgical device and as such is considered an intentional radiator of rf energy when keyed. All equipment in the or should be designed to withstand the emi interference generated by the pulsar rf generator (per iec 60601 requirements). The pulsar generator is functioning as designed. (B)(4).

Event description:
When device tip contacted patient the EKG screen on the anesthesia unit went blank. Machine came back on when plasmablade deactivated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.